Event description:
It was reported via repair work order that the foot section of the recliner does not always lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.